Manufacturer narrative:
A complaint investigation was conducted for the alinity I total b-hcg reagent, lot 76210ud00. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify any nonconformances, potential nonconformances, or deviations associated with the complaint lot. Accuracy testing was completed with a retained kit of the complaint lot. All specifications were met indicating the lot is performing as expected. Labeling was reviewed and adequately addresses the issue. Based on the investigation, there is no systemic issue or deficiency of the alinity I total b-hcg reagent, lot 76210ud00.

Event description:
The customer observed false negative alinity I total -hcg results for one 23 year old female patient on the alinity I serial number (B)(6). The sample was repeated with higher results(positive). The patient's urine pregnancy test was positive. The following data was provided: processed on (B)(6) 2026 sid (B)(6) initial result = <2.42 miu/ml repeat result = 24329.62 miu/ml, repeated on another alinity (serial number (B)(6)) = 25826.98. No impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false negative alinity I total -hcg results for one 23-year-old female patient on the alinity I serial number: (B)(6). The sample was repeated with higher results (positive). The patient's urine pregnancy test was positive. The following data was provided: processed on (B)(6) 2026, sid: (B)(6) initial result = <2.42 miu/ml repeat result = 24329.62 miu/ml repeated on another alinity (serial number: (B)(6) = 25826.98 no impact to patient management was reported.